Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized due to high blood glucose over 450mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The drive support cap appears normal. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back after receiving the tubing clamp to continue testing. Instructed the customer to remove the cannula and it was not bent. Suggested the caller to change the entire infusion set and reservoir. No further information was provided.